Manufacturer narrative:
The analysis during the repair of the product showed that the head shell had a dent at the 12 o`clock position on tool side and a second dent at the 11 o`clock position on the side of the push button. Both have been strong enough that they affected the operation of the turbine and the back cap button which stuck in the pressed position. Such dents are the result of a strong hit from outside, e.g. A drop during reprocessing. The dents caused a higher friction in the bearings as they have not been well aligned anymore due to the deformation. As the back cap button stuck in it was rubbing on inner spinning parts causing in addition friction and heat up. Additionally it was found that the bearings have been gritty which caused again higher friction and heat up of the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service; caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover; the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems; before each use, the contra-angle handpiece must be checked for external damage; before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration; immediately stop using contra-angle handpieces that act unusual; never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a filling procedure on upper right tooth, patient was burned on inside corner of right lip during filling procedure. Burn was the size of handpiece back cap. Patient is male in late 50's. No ointment or medication was given to patient. He was told to do cool water rinses. Dental office did not recall the patients name hence it was not possible to pull file hence age and 'date of event' are best estimate.